Manufacturer narrative:
Based on quality assurance assessment, the product met specifications at the time of release. There is no evidence contained within the reported information that indicates that the design or performance of the laser system contributed to the event. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported posterior capsule rupture and zonulysis that is found after removing nucleus pieces in grade two and three cataracts. This is followed by the need for an enlarged incision and vitrectomy. The reporter indicates that the holes noted are similar to the chop pattern of the laser. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).